Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to h2, h6 and h11. The device was not returned to olympus for inspection, and the reportable malfunction could not be confirmed. Based on the results of the investigation, the reported malfunction was most likely caused by stress factors such as damage or deterioration of parts. However, the exact root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the unknown colonovideoscope's angulation wire suddenly fractured, causing spiral big knob of the colonoscope and there was no angulation. The issue was found during an endoscopic colonic mucosal resection. The device was replaced with a similar olympus device to complete the procedure. There was no reported delay as a result of the event. There was no patient injury or medical intervention associated with this event. Multiple follow up attempts were made and no response was received from the customer.